Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 27.1 mmol/l and a ketone level of 4mmol/l; cause was unknown. Customer administered a bolus and manual injection, and was treated with a manual injection to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.